Event description:
Cyclosporine was hung at rate of 4.2 ml/hour to infuse over 24 hours. However, the medication was completed 13 hours after being hung.our in house biomed testing of the pump revealed that the pump over delivers by 10% at the 4.2ml rate over 24 hours. This is outside of the manufacturer's specifications, but does not account for all of the missing fluid if the bottle contained the full 100ml to start. The pump has been sent to the manufacturer for further analysis.